Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display screen does not display the correct information. The customer indicated that it displays dashes instead of text. The customer also indicated that he administered a bolus but there was no insulin and that the sensor needle only went in part of the way in to his body. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer wanted to document this information only and declined troubleshooting. No further information was provided.